Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 21-jul-2023, a system log review cannot be performed because the system logs are not available.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The patient had a medical history of 40 pack years, copd, valvular disease, right lower lobe cancer (2020) treated with radiation and chemotherapy ; left-sided cancer with lingula removal ((B)(6) 2022), and hypertension. The patient had 4 lesions; but after the 3rd biopsied lesion, the pneumothorax was identified. A chest tube was placed intraoperatively. The physician did not know which tool caused the pneumothorax. The pneumothorax was large with tension physiology starting. The physician reported the pneumothorax could have occurred because one of the lesions was sitting on the pleura and that they may have overshot by a couple of mm or because one of the lesions was very central and they may have accidently perforated something centrally without realizing it. The 4th lesion was not able to be biopsied because that portion of the lung was fully collapsed. The diagnosis was cancer for 2 lesions and scarring for the 3rd lesion. The patient was hospitalized for approximately a week because it took time for the pneumothorax to resolve and the patient was also in pain. The patient has been discharged home. Per the physician, there was no issue with the ion system.